Event description:
Review of the patient's programming history available in the manufacturer's database revealed that a programming anomaly occurred on (B)(6) 2009 due to a faulted system diagnostic test. The settings were changed to unintended parameters. The off time was not corrected back to the intended setting until (B)(6) 2010. Manufacturer labeling indicates to identify and fully correct programming settings prior to patient's leaving the clinic. No patient adverse events were reported. The physician has since been trained on identifying and correcting programming anomalies.

Manufacturer narrative:
Analysis of programming history performed.